Event description:
It was reported that the recliner won't hold patient weight due to broken wood on the left side of the chair. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.